Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. Information was reported that a patient experienced a high fever the day of the trial and got admitted to the emergency room (ER) that night for no draining. The patient had blood work that was done and it came back negative. The leads were removed per patient request. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported the cause of the patient's fever was not determined because their blood work came back negative. The patient was admitted due to a fever of 109 and a headache. No further information was reported.